Event description:
It was reported that at the beginning of the procedure, after the surgeon used monopolar to open the skin, the jaw screw was loose and fell out when the nurse opened the package to take the device. They replaced it with another device, and it worked fine. Nothing fell into the patient's cavity, and no medical procedure was needed. There was no patient injury. Medtronic's initial evaluation of the incident device found the pivot pin was detached.

Manufacturer narrative:
Additional information: b5, d4 (UDI), g3, h3, h6. Correction: a1 should be blank. H3 evaluation summary: medtronic conducted an investigation based on all information received. The device was available for evaluation. Visual inspection found that the pivot pin was detached. With the pivot pin detached, the device jaws could not open and close properly. The jaws separated, making it difficult to perform a seal and cut. The device was detected by lab generators. It was reported that the component was loose and the device broke prior to application. The reported issues were confirmed. The most likely root cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the beginning of the procedure, after the surgeon used the monopolar to open the skin, the jaw screw was loose and it fell out when the nurse opened the package to take the device. The device was replaced and it worked fine. Nothing fell into the patient's cavity and no medical procedure was needed.